Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a shaft fracture occurred. The target lesion was located in the left anterior descending (lad) artery. The physician advanced a 3.00x32mm promus element stent delivery system to the optima of the left anterior descending artery and while attempting to further advance of the promus element stent delivery system, the shaft fractured outside of the patient. The physician successfully removed the promus element stent delivery system from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found a break had occurred in the hypotube distal to the catheter's strain relief. Several smaller kinks were noted along the length of the hypotube. The stent protector and the pigtail mandrel were in place on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a shaft fracture occurred. The target lesion was located in the left anterior descending (lad) artery. The physician advanced a 3.00x32mm promus element stent delivery system to the optima of the left anterior descending artery and while attempting to further advance of the promus element stent delivery system, the shaft fractured outside of the patient. The physician successfully removed the promus element stent delivery system from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.